Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation and review of transmissions, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing on the ventricular channel. It was noted that the patient did not receive therapy during the oversensing. The device was reprogrammed. Patient was stable throughout.